Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the field indicated that during an elective percutaneous transluminal angioplasty (pta), the physician inserted a 6 fr. 45cm brite tip catheter sheath introducer (csi) for a contralateral approach. At the end of the procedure, the csi was removed and it was determined that a portion of the sheath (approximately 15 cm) had broken off and remained in the patient. Multiple attempts to retrieve the fractured csi were made using various techniques and were all unsuccessful. The fractured device was retrieved with a snare but due to its kinked condition, it could not be removed from the patient. The fractured device was brought down to the common femoral artery (cfa) in an inverted position. The patient was then transferred to the operating room for surgical removal of the fractured sheath. A small arteriotomy of the cfa was performed and the fractured device was successfully removed under local anesthesia. The patient did well post-procedure and was discharged home. Additional information obtained indicated that the lesion was not adjacent to the device and that the bifurcation did not appear to be unusually calcified or angulated. No additional information is available.

Manufacturer narrative:
During elective lower extremity angiography, the cannula of a 6fr 45cm brite tip sheath separated into 2 pieces. The separated segment was successfully retrieved via surgical cut-down and no lasting patient injury occurred. A contralateral approach was used. The bifurcation did not appear to be unusually angulated or calcified. The lesion was not adjacent to the sheath. The procedure was completed but around the time of sheath removal, it was determined that approximately 15cm of the cannula had broken off. The separated segment was controlled with a snare but the device was kinked and would not straighten out intraarterially. The physician brought it down to the cfa inverted, and then brought the patient to the or where it was successfully removed with a small arteriotomy in the cfa under local with sedation. The patient did well and was discharged home. The product was not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint could not be confirmed without a product return. After review of the limited information available, it cannot be determined with any certainty if any procedural factors may have contributed to this event. No actions will be taken at this time.